Event description:
Reporter alleged obtaining a result outside the reading range of the blood glucose monitoring device. Reporter stated device result was 198 mg/dl and a retest result was 728 mg/dl. Reporter stated the device continued to give results of 777, 758, & 700 mg/dl. Reporter stated going to the hospital based on the device results and their device result was 200 mg/dl and therefore no treatment was received. Reporter also stated the device is missing the first segments on the first number of the result and he is unable to determine the first number. A request was made for the return of the suspect device and replacement product was sent.